Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. High bg was addressed by taking a manual correction injection, but later went to the emergency room (ER) and was admitted to the intensive care unit (ICU) with high ketones. Suspected cause was the customers personal profiles requiring adjustment. The customer was released from the hospital on 03/11/2024. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.